Event description:
This case was performed in the cardiac catheter lab, with both an atrial line placement and fluoroscopy utilized throughout the procedure. Indication for this lead removal procedure was an eroding, pocket infection. The pt had a total of 2 leads (ra & rv), both placed in 1997. The md cleaned the pocket, prepped both leads with an lld-ez and began lasing the ra lead with the 12f sls, eventually upsizing to the 14f sls. The ra lead was extracted successfully. Moving on to the rv lead, the md began lasing with the 14f sls, upsizing to the 16f sls with the addition of a 16f visisheath. The rv lead was very dilapidated and upon retraction, only the tip and approximately 5cm of wire, with no visible insulation were removed. There was rv lead fragment visible on fluoroscopy. Attempts to snare fragment were unsuccessful. The visisheath was left in place to retain access. The pt's vital signs were reported as stable at this time. The md then set up a cook medical femoral work station and used a variety of snares and other interventional catheters in an attempt to retrieve the rv lead fragment. During this time, the pt's vitals became unstable. Pt was, by this time, receiving blood products and increased fluid. A pericardiocentesis was performed assisted by an echocardiogram. CT surgeon and the operating room were alerted and responded within minutes. The femoral work station was removed and the pt's vitals dropped quickly. The CT surgeon performed an emergent sternotomy and discovered two injuries to the pt's ivc and the location of the temporary pacer wire. The pt was unable to survive the injuries sustained and unfortunately expired in the cardiac catheter lab. The md stated the most likely cause of death was from a complication involving the femoral work station and several other devices in the attempt to retrieve the rv lead fragment. The dislodgement of the temporary pace wire caused the small tear in the pericardium.

Manufacturer narrative:
There were no devices retained from this case for return analysis. An internal lot history review was unable to be performed on the specific devices involved in the case, but a lot history review was performed on the 3 most recent lots sent to the hosp prior to the date of the case. There were no nonconformances or device material malfunctions noted.